Event description:
An ultraflex esophageal stent was used in a stent placement procedure on a male pt in 2007. According to the complainant, the pt had dysphagia following the stent deployment procedure. It is unk when this condition commenced. Gastroscopy (date unk) revealed that "[b] roken [stent] wires was the cause of no pass [age] of food through the stent." The following month, a second ultraflex esophageal stent (10 mm diameter) was placed within the first ultraflex stent (15 mm diameter). The next month, the pt reportedly left the hosp "without any complaints in relation to the ultraflex stent."

Manufacturer narrative:
The device remains implanted; therefore, an evaluation cannot be performed and the relationship between the device and the cause of this event is undetermined. The september 2007 ultraflex esophageal stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.